Event description:
It was reported that endocarditis occurred. The native aortic annulus was 23.6mm in diameter. Vascular access was obtained via a right femoral access. Balloon aortic valvuloplasty (bav) was performed with a non-boston scientific (bsc) balloon catheter. A 25mm lotus edge valve was implanted to treat the native aortic annulus. No patient complications were reported. In march 2022, the patient was readmitted to the hospital due to infective endocarditis. The lotus edge valve was surgically removed with a good patient outcome.

Manufacturer narrative:
Correction to section g3: additional information received clarified the aware date was 03/14/2022. The aware date populated on the initial report is corrected from 04/04/2022 to 3/14/2022.

Event description:
It was reported that endocarditis occurred. The native aortic annulus was 23.6mm in diameter. Vascular access was obtained via a right femoral access. Balloon aortic valvuloplasty (bav) was performed with a non-boston scientific (bsc) balloon catheter. A 25mm lotus edge valve was implanted to treat the native aortic annulus. No patient complications were reported. In march 2022, the patient was readmitted to the hospital due to infective endocarditis. The lotus edge valve was surgically removed with a good patient outcome.